Event description:
It was reported the subject device produced an image with altered color tending to green. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device (r-unit) was broken and the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely that the event occurred due to broken charged coupled device (r-unit), with a cause traced to component failure. Olympus will continue to monitor field performance for this device.